Event description:
Technical services received a call on 12/23/11. Caller called to report that this rv lead is coming out today due to vegetation on the lead. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).